Event description:
I had retractive surgery in (B)(6) 2008 by renowned surgeon. Immediately suffered from halos - reduced starburst, halos, irregular astigmatism, reduced contrast sensitivity which affected all aspect of sight - esp. Night driving. Had 2 enhancement that did not help and within a year of last surgery, had bilateral (both eyes), retina detachment resulting in jellyfish like matter obstructing my vision in addition to above complications. No help for any of these. In 2010 was diagnosed as "developing" corneal ectasia and fitted with scleral lenses, which were very expensive and did not help. Tried other providers, but nothing relieved visual distortions. Very depressing and now required to see doctor twice yearly for retina issues. In 2014 was now diagnosed with steroid induced, fast growing cataract and the only steroids I had ever used were after the retractive surgery. I had surgery for this cataract in (B)(6) 2016 and also tried new scleral lenses. I really cannot tell that the lenses help enough to justify the (B)(6) that I spent this calendar year. In addition to the cataract surgery. Then I developed a posterior capsule opacity and needed a second surgery. I have spent over (B)(6) on my vision since "correcting" it in 2008 and can only type this report with special adaptations to my computer. This surgery with affect me the remainder of my life, and how I can care for myself -financially and physically. I have been told never to rub my eyes, as I may require a cornea transplant. It was the worst decision of my life and the insurance and public health costs are unk because no long term studies have been completed on refractive surgery by unbiased parties. My congressman and senator are now involved, as are top officials at my insurance provider. I hope this will result in someone paying attention to the harm being done by this procedure. Please excuse typos as I cannot bear to reread this due to visual distortions.